Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 226 mg/dl. Customer reported to have used cold insulin while filling the cartridge. Tandem technical support informed customer to use room temperature insulin as per labeling. Customer acknowledged. Reportedly, customer filled another cartridge with room temperature insulin and resumed pump therapy. Although multiple attempts were made by tandem technical support to confirm no further issues occurred, customer did not reply.